Event description:
It was reported during the implant procedure that the physician could only partially tighten set screw and the wrench would not ratchet. It was also noted the wrenches worked on the ventricular set screws but both did not work on the atrial. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection of the device showed a rounded our setscrew. The wrenches were returned with the device and there were no issues or defects found with either wrench.